Manufacturer narrative:
(B)(4). Batch # m9172f. The analysis results found that the device was received with half of the black tissue pad detached and not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the black tissue pad was fallen from behind the device. The fallen piece was retrieved by forceps and was disposed of. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.